Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis with the reported issue, and the issue was confirmed using logs, log review revealed recurring c-34 and errors 2-8a, m-11, m-18, c-30. During testing, the unit displayed error code c-34 at startup. The log showed error c-00. The probable cause was attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred when attempting to use monopolar during a procedure. A technical support advised the use of the classic setting, and the caller decided to switch to a valley-lab generator. Error logs reviewed by technical support showed repeated instances of generator error c-34, indicating that the high-frequency voltage was too low in the on state. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed using the same generator, it was swapped to a third party generator. The generator worked for a short amount of time in classic mode and then stopped.